Event description:
Home pt (hp) reports minicaps with an insufficient amount of betadine. Sponges are noted to be yellow to brown in color, however, hp does not note any discoloration in solution when initiating the drain cycle of the peritoneal dialysis exchange. No pt injury or medical intervention reported per hp.